Manufacturer narrative:
A ge svc rep performed an onsite investigation. The video control board was replaced. The sys was then found to be operating as intended.

Event description:
The customer reported that the live image was intermittently only displaying lines on the screen. This resulted in a loss of the live image. There is no report of pt injury associated with this event.